Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the anterior lateral plate variax clavicle 6 hole breakage could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The breakage was caused by suboptimal handling. Dents of the bending iron on the back and front side of the plate are visible. A necking area is visible. Bending forces caused the stress on the item. The stress was static and was applied in the radial direction. The fracture surface shows dark shadows on the outer side. These shadows indicate that the fracture spread from these areas. The rough surface is the residual fracture surface. According to the breakage surface, the area and the deformations the surgeon has probably performed a sharp bending in a screw hole. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications for any material, manufacturing or design related problems were found in the investigation.

Event description:
Dr. Was busy with anterior plating when he slightly bent the plate to fit the anatomy of the patient and the plate broke. There was another plate available and had no impact on the patient.

Event description:
Dr. Was busy with anterior plating when he slightly bent the plate to fit the anatomy of the patient and the plate broke. There was another plate available and had no impact on the patient.